Event description:
Customer's grandmother was transferred to report via phone, the customer was hospitalized and the device was frozen and wasn't working correctly. Customer's blood glucose was high. Customer was at school and wasn't feeling well. Customer was taken to the emergency room and was given shots. Customer had current issues with the insulin pump that were not related to the hospitalization. Troubleshooting was performed for the keypad and frozen display. Customer had the insulin pump in the shower while he was in the shower. Customer's grandmother reported the time advanced on the device. Customer's grandmother was advised due to keypad anomaly the device need to be replaced and she agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime, and no delivery test. The device was received with normal operating currents and no unexpected alarms. The device had intermittent button response due to corroded keypad traces. No frozen display noted. The following damage was noted on the device: bleeding on the lcd glass, minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, and stripped battery cap at the coin slot area. See manufacture report number 2032227-2015-21640.